Event description:
The complainant reported that the automated impella controller (aic) experienced purge disc/flag issues where the purge clip on the aic was broken. No patient was involved.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported "aic - purge disc/flag issues" has been completed. The product was returned and the purge disc/flag issues was confirmed. The root cause of the purge disc/flag issues was determined to be issue relating to disc connection or other flag issues in purge system. (Aic = automated impella controller). This report is being filed as part of a retrospective review of historical records.